Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on (B)(6) 2019. Event occurred in (B)(6). Reported in literature. Ref: ivaldi case 1 (2013). Cause of death: unk, did not receive planned chop.